Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance and polarity switch was noted on the right ventricle (rv) lead. The lead was inactivated and replaced during an upgrade procedure. No patient complications have been reported as a result of this event.